Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system for two patients. Customer tested a sample for accutni and obtained a result of 0.08ng/ml. Two other samples obtained from this patient gave results of 0.74ng/ml and 0.27ng/ml respectively. Customer re-spun the samples and aliquoted them into a 2ml cup before repeat testing upon which, these 3 samples gave results within 0.7-0.8 ng/ml. However, exact results were not supplied. Another patient's sample when tested gave a result of 0.10ng/ml. A second sample obtained from this patient gave a result of 1.57ng/ml and a repeat result of 0.09ng/ml and a corrected report was issued. A third sample obtained from this patient gave a result of 0.08ng/ml. The erroneous results were reported outside of the laboratory. There was no affect to patient or user with regards to this event.

Manufacturer narrative:
The samples were collected in li heparin tubes with a gel separator. Qc was within specifications before and after the erroneous results. Weekly maintenance was performed on (B) (6) 2008 at 08:33 am and accutni was recalibrated on (B) (6) 2008 at 10:46 am. Both passed within specifications. Customer confirms no flags were associated with these results and no event log messages indicated any type of hardware failures. A field service engineer (fse) went on-site on (B) (6) 2008: fse found bubbles in the precision pump. Fse rebuilt the precision pump and replaced the dispense probes and the wash pump stator. Fse also performed a preventive maintenance (pm) per the checklist. Hardware verification testing passed within specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).